Event description:
It was reported that a spectrum pump repeatedly alarmed upstream occlusion during initial stage of preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "repeated upstream occlusion" was reproduced while running an infusion. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.